Event description:
The mean airway pressure alarm activated while respiratory therapy technician was at pt bedside. Map dropped to 8.7. The tech tried to reset the machine, but the machine would not generate enough pressure. This event required removing the pt from the ventilator and manually bagging the pt for ventilation. New ventilator obtained. Dates of use: 2008.